Event description:
Senseonics was made aware of an incident where the patient had the sensor removed due to an intolerance. No further information was provided and it was not sure what caused the intolerance.

Manufacturer narrative:
Senseonics was made aware of an incident where the patient had sensor removed because of intolerance. Multiple attempts were made to contact the patient to gather additional information. However, the patient was unresponsive. Thus, no confirmation or further evaluation of the complaint was possible.